Event description:
Following a pump change that was performed due to several small suspected thrombus, the site connected the blood pump that was supporting the patient in lvad configuration backwards (pump outflow was connected to apical inflow cannula; pump inflow was connected to arterial outflow cannula). Approximately 2 minutes of being back on the vad support after the pump change, the site realized the pump had been connected backwards, they stopped support, disconnected the pump and reconnected it correctly to that appropriate cannula. Afterwards the patient would not wake up from sedation. She was taken to CT and a small occipital infarct was found. The device functioned normally. It was filling around 85% and ejecting 100%.

Manufacturer narrative:
(B)(4). Patient was implanted: (B)(6) 2014. Patient remains supported by the device.